Event description:
It was reported that during the implant attempt, the right ventricular (rv) pace/sense set screw could not be engaged when connecting the lead to the device. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. However, the returned device indicated a lo ose/detached set screw and a set screw with a rounded socket. (B)(4).